Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was low due to a possible over-delivery. The patient attributed the over-delivery to recalled infusion sets. The customer did not mention if auto mode was in use. Troubleshooting was declined. The insulin pump was not returned for analysis.